Event description:
It was reported that a balloon rupture occurred. The targeted lesion was a 99% stenosed superficial femoral artery (sfa) with severe calcification and no tortuosity. A 4.0 x 200mm, 90cm ranger drug-coated balloon was advanced and upon the first inflation at 4 atmospheres of pressure, the balloon ruptured. The device was removed without issue and another device of the same model was used to complete the procedure. There were no patient complications.